Manufacturer narrative:
Device eval of electrode belt sn (B)(4) has been completed. The reported problem (ECG electrodes non functional) has been confirmed. Upon investigation the electrode belt failed an ECG fall off test. The cause for the failure was isolated to an open pulse wire in the distribution node to rear therapy electrode cable. There were no signs of external damage to the cable. The root cause for the open pulse wire could not be positively identified but was likely excessive force. No adverse event resulted from the open pulse wire.

Event description:
A zoll distributor returned electrode belt sn (B)(4) indicating that the ECG electrodes were non functional.